Manufacturer narrative:
The lead is currently being analyzed in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted setscrew marks on the is-1 terminal pin, and the distal and proximal hv terminal pins. However, no discernable setscrew marks were noted on the is-1 ring. Resistance and pressure tests were then performed which confirmed the electrical continuity and insulation integrity of the lead. There have been instances where incomplete lead insertion prevents the lead's ring electrode from making adequate contact with the connector block, which can result in an incomplete bipolar stimulation circuit. Although laboratory analysis could not reproduce the observation, we recognize that it is not always possible to fully and accurately simulate a clinical event in a laboratory setting.

Event description:
Boston scientific received information that during this implant procedure, this lead was an attempted implant. It was reported that right ventricular (rv) shocking lead impedance measurements were greater than 125 ohms. The lead was replaced. No adverse patent effects were reported.